Event description:
The pt's meter has not powered on for the past week. He replaced the battery on the meter and the meter would power on and off. The pt is not on any medication for diabetes. Last thursday, the pt experienced symptoms of hypoglycemia (shaky, dizzy and confused). He tried to test his blood glucose and the meter would not power on. His spouse gave him some juice and took him to the ER, where his initial reading was 12 mg/dl. The pt was treated with IV glucose and was in the ER for about four hours. His reading prior to leaving the ER was in the 80's. The battery contacts were in good condition and the battery installed correctly. The pt was using the correct vial of test strips and the meter did not power on by pressing down on the power button. The pt mentioned he has a "rare form of hypoglycemia: and cannot work. He did not elaborate and mentioned that lfs should not send him a replacement meter, since he would not be able to afford the test strips. Mas informed him that a new meter has already been sent. The pt did not want to respond to any further questions.